Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to pull the medication, as the items were not showing in the patient¿s medication profile. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull med as the items were not showing in patient med profile. A technical support specialist (tss) remoted into the system and asked the user to recreate the issue. Upon review of the patients medication profile in mql, it was noted that medication (B)(6) cephalexin 500 mg capsule was listed with a different quantity. However, when checking the items screen, this medication was not assigned to the cabinet and was still active. The tss informed the user that, due to the patient being assigned to a different quantity, she could not issue another medication ((B)(6) cephalexin 250 mg capsule). The user was advised to contact the pharmacy to make the necessary changes so the correct medication could be issued to the patient. The system functioned as intended after the technical support specialist investigated the device.